Manufacturer narrative:
Approximate age of device 2 years and 2 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient observed a red heart alarm while connected to the power module. The patient went back to sleep tethered to the power module and observed the alarm again. The patient exchanged the system controller. The patient came to the clinic and pump stop and low speed advisories were noted in the system controller history. Log file analysis performed by the manufacturer's technical services confirmed the pump stoppage events, and x-rays were evaluated and damage was noted to the driveline. The patient underwent a pump exchange on (B)(6) 2016.

Manufacturer narrative:
Device evaluation: approximately 10.5 inches of the distal end/external portion of the driveline was replaced and returned for evaluation. The pump was exchanged on (B)(6) 2016 and returned assembled with the driveline cut approximately 4 inches from the pump housing. The distal portion measuring 38.5 inches was also returned. The driveline segments were tested for electrical continuity in the condition in which they were received and did not reveal any discontinuities. The outer silicone jacket, clear bionate cover, and metal braided shield were carefully removed and visual examination revealed breaches to the insulation of the black, brown, and red wires on the 38.5 inch driveline segment, approximately 8 inches from where it had been cut. The observed wire damage appeared to be the result of repetitive movement of the driveline at this location. The remaining wires were slightly abraded, but were otherwise unremarkable. The driveline segments were submitted to high potential testing and no additional areas of current leakage were identified. The black and brown wires redundantly support motor phase 2 and the red wire redundantly supports motor phase 3. If the exposed conductors of the black, brown, or red wires contacted the braided shield while the system was supported by the power module, the resulting short to ground would have resulted in the alarms and pump stoppages that were confirmed through the analysis of the log files retrieved from the returned system controller. The reported pump stoppages and alarms could have also resulted from a phase-to-phase short if the exposed conductors from either the black or brown wire made direct contact with the red wire or simultaneous contact with the braided shield while the system was supported by the power module or external batteries. Examination of the returned outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon pump disassembly also revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.